Event description:
It was reported that the patient presented for an implant procedure. During intraoperative testing, the atrial lead was found to have an impedance issue and could not be tested. As a result, the lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of an impedance problem was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.